Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was found the implantable cardioverter-defibrillator triggered multiple non-sustained right ventricular oversensing episodes caused by sensing latency of premature ventricular contractions (pvcs) on the discrimination channel. No changes were made. The patient was stable and will be monitored.

Manufacturer narrative:
Correction: h6: initially reported 1383 - incorrect measurement should be corrected to 1036 - signal artifact.